Event description:
Information was received that reported a patient was hospitalized in 2008 due to an incident of hypoglycemia. The patient stated she woke on the same day, and had a blood glucose of 120 mg/dl. Around 11:00 am, she was "acting funny" and had a blood glucose of 38 mg/dl. She was given glucagon and transported to the hospital. She was given something to eat and monitored then released a few hours later. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.